Manufacturer narrative:
As a result of confirmation by the manufacture, it was found that the cause was an error in the installation. Based on risk analysis, we consider the risk of such incidents to be at a minimal level.

Event description:
Technician said she took a radiological image on the upright wall stand and received no image after producing x-ray. Corrective action did not recover a patient image.